Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported failure. The fse found error code 139 in the logs (power management communication issue) at time of event. The fse also found error codes 2 and 55 for failure of the executive processor board and error code 63 and 137 for the video generator board failure. As a precaution, the fse replaced the executive processor board, video generator board and the executive power management board. Additionally, the fse found a broken p clamp strain relief for monitor display cable and replaced the clamp (p-clip nylon cable tie). The fse also discovered the iabp had a helium leak, and to fix this issue, the fse replaced the helium tubing assembly, the helium multiple tubing assembly and the o-ring. The fse then reloaded b14 software and performed all calibration, functional and safety tests which passed per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) displayed a black screen and emitted loud sounds. There was no patient involvement, and there was no adverse event reported.